Event description:
A malfunction was reported involving battery depletion and unexpected battery level jumps, which were identified by the customer, (B)(6). There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting, leading to the closure of the case without uploading logs for battery depletion calculation.